Event description:
It was reported that a balloon rupture occurred. A 15mmx2.75mm wolverine coronary cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 12atm. The device was removed from the patient's body without problem and the procedure was completed with a different device. No patient complications were reported and patient was good post procedure.

Manufacturer narrative:
E1 - initial reporter facility name : (B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation device and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole tear located over the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. All blades were fully bonded onto the balloon with no damage observed to any of the blades. A visual and tactile examination of the catheter shaft identified no damages. An examination of the tip identified no damage. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 15mmx2.75mm wolverine coronary cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 12atm. The device was removed from the patient's body without problem and the procedure was completed with a different device. No patient complications were reported and patient was good post procedure.